Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the therapy went off and would not work at all. Patient mentioned that the issue started just yesterday after their surgery. Patient mentioned that they are unable to connect with the external devices and the ins. Agent walked the patient through connecting the external devices and the ins. Patient confirmed that they were able to connect with the ins and currently at program 1 at 0.8ma and they feel the "fluttering". Patient mentioned that the evaluation went great that when they went to bed they didn't have to get up. Patient will monitor symptoms. Sent manuals via email transferred to prs

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.